Event description:
A continuous positive airway pressure (CPAP) device reportedly malfunctioned during use, emitting a burning odor and smoke. The patient using the device was admitted to a hospital and in a coma for 5 days, allegedly as a result of the event. The device associated with the event has not yet been returned for evaluation. A follow-up report will be submitted when the investigation of the reported event is complete.

Manufacturer narrative:
The device associated with the reported event has not yet been returned for evaluation.